Event description:
It was reported that caller experienced repeated cgm error 42 messages on pump, with same error occurring three or more times on this device. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, while technical support arranged shipment of replacement pump.